Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had medication override failure a technical support specialist dialed into the med es application server and checked the affected medications in the facility formulary, confirming that both medications were assigned to the non-controlled security group and were not assigned to any override groups. The tss advised going to settings -users -user roles and editing the role associated with the impacted users to assign the same override group(s), ensuring the override access. The customer later confirmed that the issue was resolved and system working as expected. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to override two medications. The customer stated that these medications typically do not appear on the patient profile and are normally accessed through override. Attempts to override showed 'no result to display,' although the medications appeared during inventory. Multiple users attempted the override and experienced the same issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.